Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an issue with bard item that we purchased from owens and minors. This foley kit has a kink in the cord which could cause patient harm. They have confirmed that 3 kits with this lot# ngjp0115 had a kink in the hose.

Event description:
It was reported that they had an issue with bard item that we purchased from owens & minors. This foley kit has a kink in the cord which could cause patient harm. They have confirmed that 3 kits with this lot# ngjp0115 had a kink in the hose.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.